Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt experienced an overstimulation when it was turned on initially. Low impedances were observed except for four contacts. An x-ray found that the lead had migrated. A new lead was replaced but it did not resolve the overstimulation issue. The pt will work with the doctor to find the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.